Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer final investigation. As stated previously the reported event was confirmed. The evaluation determined that the device was found with a rusty kel-connector and the cable was confirmed to be damaged. In addition, an investigation was performed by the legal manufacturer based off of the information provided. 1. A review of the DHR was performed and there were no issues found within the record associated to the reported event. Conclusion: a root cause could not be definitively identified. Based on previous investigation and the observation during the evaluation of rust on the connector pins that the product was in an environment of high humidity which may have caused the corrosion observed.

Manufacturer narrative:
The device was received for evaluation. Evaluation determined that the device was found with a rusty kel-connector and the cable was confirmed damaged. The identified parts were replaced and device was repaired. Once completed, device was tested and passed all required testing and specifications. Based on evaluation findings the reported issue was confirmed. The root cause of the damaged cable is unknown. Likely cause can be due to excessive usage and or handling issue.

Event description:
It was reported that during an unspecified procedure, the ultrasonic cable was found damaged and exhibited current leakage. No further details were provided regarding the event. There was no patient harm or impact reported. No user harm or injury was reported.